Manufacturer narrative:
Follow-up #1: date of submission: 03/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2016 with the following findings: investigators duplicated the short battery life complaint; the pump powered up to a one bar battery indicator. The review of the black box data showed short battery life with a 7 count voltage drop from 1.59vp to 1.52vp. Multiple replace battery alarms associated with a discharged replace battery reading were observed. The battery cap was able to secure and to maintain electrical connection during testing. All electrical current draws were measured to be within specifications. Upon removal of the pump cover, no moisture ingress or any intermittent conditions were found to the printed circuit board. The battery compartment was cracked at threads above the grip pad and corrosion was observed in the battery canister. A leak test was performed and failed due to a battery compartment leak. Unrelated to the original complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage and moisture) issue. The reporter alleged damage to the battery compartment. In addition, it was reported that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.